Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that he had low blood glucose of 48 mg/dl and went to his doctor office. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.